Event description:
According to the reporter, postoperatively of an esophageal hiatal hernia, fixation was performed using the mesh. The following day, the patient reported acute abdominal pain (epigastric pain). After a CT scan, an emergency laparotomy was performed, during which the mesh was completely removed. After the mesh removal, an intra-abdominal observation revealed that the symptoms were not caused by the mesh. However, the cause of the pain remains undetermined. The incision range had exceeded 1 inch, the surgical time was extended by more than 30 minutes, and since the procedure turned into an open mesh removal, the hospitalization period was expected to be extended by one to two weeks.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.